Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on companyacceptance criteria. (B)(4).

Event description:
A nursing assistant reported residual degree/power in a patient's eye during a refractive procedure. Additional information has been requested.

Manufacturer narrative:
Manufacturing record history was reviewed and no abnormalities that could have contributed to this event were found. The root cause could not be determined conclusively. (B)(4).